Event description:
Caller states patient tested 384 mg/dl and results in the 400's (mg/dl) on the aviva plus system while a professional result returned as 170 mg/dl within 10 minutes. Patient was treated with an unspecified type of "long-acting" insulin, for which she could have obtained on her own. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.